Event description:
It was reported that the insulin pump had broken case at the reservoir compartment and connection. No further information provided.

Manufacturer narrative:
Insulin pump had cracked and bleeding lcd glass. Also insulin pump had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.